Event description:
It was reported that during a routine follow-up fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. The patient was in good condition following the event.